Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments as well as the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection to address bg as well as updated their pump settings to address the event.